Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture. X-ray revealed the atrial lead distal tip was positioned in the distal superior vena cava, proximal to the right atrium. No additional adverse patient effects were reported.